Event description:
St. Jude medical rec'd a summons in 2004 indicating that the pt had expired in 2002 and that the death was device-related. At this time, co has no medical records to support this claim and the ICD has not been returned for analysis.